Event description:
Litigation alleges that the patient suffers from pain and extreme weakness in their hip and quadricep.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.